Manufacturer narrative:
Device passed rewind test, a21 error test and displacement test. No unexpected rewind anomaly, a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump received an unexpected restart. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The customer was advised to continue the use of insulin pump until replacement arrives. The device will be returned for analysis.